Manufacturer narrative:
The customer reported that during a code situation they were unable to acquire a leads ECG waveform for the pt with this defibrillator, (B) (4), and with two other defibrillators, which are reported separately in MFR report # 1218950-2010-00392 ((B) (4)) and in MFR report # 1218950-2010-00393 ((B) (4)). The involved pt died, but the customer stated that they did not want to deliver energy to the pt. There has been no allegation that the device was a factor in the pt's outcome. Note that the acquisition of leads ECG does not impact the delivery of therapy. This investigation remains open. A f/u report will be submitted after philips obtains more info about this event.

Event description:
The customer reported that during a code situation they were unable to acquire a leads ECG waveform for the pt with this defibrillator, (B) (4), and with two other defibrillators, which are reported separately in MFR report # 1218950-2010-00392 (complaint # 347624) and in MFR report # 1218950-2010-00393 ((B) (4)). The involved pt died, but the customer stated that they did not want to deliver energy to the pt. There has been no allegation that the device was a factor in the pt outcome. Note that acquisition of leads ECG does not impact the delivery of therapy.